Event description:
Pt was walking using a prosthetic knee and caught his toe and could not recover from the trip. He then went down on his right hand and fractured his finger. The pt went to the ER and was treated. He will make a full recovery.